Event description:
Boston scientific received information that during a follow-up visit, this device displayed ventricular tachycardia episodes in the logbook. Oversensing of the t wave was suspected. The clinician faxed an electrogram to technical services for review. No adverse patient effects were reported. This right ventricular lead displayed low r waves.

Manufacturer narrative:
(B)(4). A technical service consultant recommended attempting to correlate the the electrogram with a surface electrocardiogram to determine whether the markers line up with the t wave. The consultant stated that the ventricular sensitivity cannot be changed due to the low r waves. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis.the device was explanted for normal battery depletion over six years later and was returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact. Seal ring marks indicate full lead insertion. The header passed pin gage testing. This verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. All setscrews moved freely in both directions. The device paced and sensed normally during manual electrical test and normal battery depletion was confirmed.